Event description:
Procedure: unknown. Reportedly, the distal end of the cannula cracked with a piece believed to have fallen into the pt cavity. The surgeon was unable to locate the piece. No pt injury reported.